Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The received patient medical records were reviewed by a depuy medical professional. From a medical perspective, based on the information reviewed, it is not possible to determine if the complaint is product related. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address instability. Update rec'd 06/10/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. Medical records indicated the patient had a painful, achy, sore, tender, and bothersome knee prior to revision. Upon revision cloudy fluid was encountered in the joint. It was noticed upon revision there was movement between the tibial tray and insert. At this time the patient's tibial insert and tibial tray are being reported. The complaint was updated on: 07/01/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available.